Event description:
It was reported that the plunger is in wrong position and will not inject with an unspecified bd ultrasafe syringe. The following information was provided by the initial reporter: the patient advised that on the top of the plunger on one of the syringes the spring is in the wrong position and the syringe won't inject.

Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number and catalog were not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger is in wrong position and will not inject with an unspecified bd ultrasafe syringe. The following information was provided by the initial reporter: the patient advised that on the top of the plunger on one of the syringes the spring is in the wrong position and the syringe won't inject.